Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl10 on the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries, which resulted in the device being unable to power on. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench, charge-pak and attention icons, and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Section e4 of the initial medwatch report indicates: initial report sent to FDA ¿ blank. Section e4 of the initial medwatch report should indicate: initial report sent to FDA ¿ no.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench, charge-pak and attention icons, and would no longer power on. There was no patient use associated with this event.